Manufacturer narrative:
(B)(4). - upon carefusion investigation, a follow up emdr will be submitted.

Event description:
Customer stated via email that there was several more 25g needle malfunctions. The needle is coming apart from the safety lock and fluid is spraying the clinician. (B)(6) 2015 additional information received from customer: there was 1 defective for this case and procedure completed using different needle. No patient involvement.

Manufacturer narrative:
(B)(4). A complaint sample was not provided for evaluation. Consequently, the quality of the product could not be evaluated in regards to the reported failure mode. A device history record review was performed for lot 0000795318. No issues were identified that may have contributed to a root cause for the reported failure mode. Trending data was captured from november 2013 to october 2015. An adverse trend was not detected. Based on the investigation, device history record review did not indicate issues associated with the reported failure. Trending information on the failure mode did not detect a negative trend. Unavailability of the product for sample analysis prevents further investigation into the reported failure mode. Therefore, a root cause could not be established. A quality notification has been issued to the supplier of the component associated with the reported failure mode. This failure mode will continue to be tracked and trended.